Event description:
It has been reported that a receiver broke while in the ear canal and got stuck. The user was able to remove it himself, and no harm resulted from the incident. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# :(B)(4). Manufacturer's investigation: technical investigation concluded: there is no rework / reject / repair or abnormality captured for this unit. This unit had been passed through the test prior to shipment with no abnormality before shipment. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that a sf3 receiver broke while in the ear canal and got stuck. The user was able to remove it himself, and no harm resulted from the incident and no need for medical attention. The user went to see his audiologist following the incident. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with (B)(4). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.